Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k121 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1500 ml of whole blood had been processed when they noticed a leak coming from the photoactivation module. The customer aborted the ecp treatment and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify fluid and air within the photoactivation module. The air inside the module indicates a potential leak from part of the kit. Further review of the photographs does not confirm any fluid leaks on the outside of the module, or definitive visible damage to the module. The origin of the leak could not be determined based on the photographs provided. A material trace of the photo plate halves used to build kit lot k121 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The reported photoactivation module leak is verified based on the photographs; however, a root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(4). 12-apr-2022.